Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) after the catheter was inserted into the patient, the pump alarm went off stating a "purge failure". As a result, the pump was changed successfully. The patient has went into cardiac arrest prior to balloon pump therapy. The patient is still in critical care on the balloon pump.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation. The reported complaint of "purge failure alarm" is unable to be confirmed; however, the field service technician checked the pump and noted a blockage in the helium regulator. The blockage was removed and the problem was solved. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon pump (iabp) after the catheter was inserted into the patient, the pump alarm went off stating a "purge failure". As a result, the pump was changed successfully. The patient has went into cardiac arrest prior to balloon pump therapy. The patient is still in critical care on the balloon pump.